Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lsf) (B)(4), alleging that she obtained an inaccurate blood glucose result on her one touch ping enhanced meter of 16.3 mmol/l compared to 6.5 mmol/l on another meter (onetouch verioiq), performed within 30 minutes of each other. Based on statistical methodology these result fall outside lfs' accuracy criteria. This complaint is being reported because the reported results do not meet lfs' accuracy criteria. There was no indication that the product caused or contributed to an adverse event.